Manufacturer narrative:
The device sp 14 005 has been inspected for investigation purpose. The tests performed confirmed that undetected shift between the information provided by the navigation software and the actual patient anatomy caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the surgeon detected that all trajectories were inaccurate, of up to 1cm compared to the planning. As a consequence, the robot was not used to place the screws and the rosa spine was removed and replaced by another surgical technique. No additional patient impact was reported.